Event description:
It was reported that the patient presented to the hospital with chest pain. Upon review, the implantable cardioverter defibrillator exhibited unspecified over-sensing. No intervention was performed. The patient will further be monitored. The patient condition was stable.